Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) displayed electrical error #06. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm), performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp), displayed electrical errors #06 and #03. There was no patient involvement reported.

Manufacturer narrative:
Event site state and postal code: (B)(6). A getinge field service engineer (fse) electrical fault error #06 and #03. Fse replaced pcb, iabp main board, assembly iab datasette, and assembly dss datasette cs300. Repair completed. Operational tests were carried out with positive results. The equipment was returned to the customer for clinical use.